Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2018. The patient developed symptoms of material sensitivity and testing indicated that she had a severe pha and nickel allergy. On (B)(6) 2019, the left mandibular component was removed and replaced with an all-titanium device.

Event description:
The patient's left tmj mandibular component was removed due to nickel allergy.